Manufacturer narrative:
The customer's calibration data was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer's qc was acceptable the morning of the date of event. After the event, the customer performed precision testing with pooled serum with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys cea assay results for one patient tested on a cobas e411 disk. The initial result was not reported outside the laboratory. The customer performed repeat testing on the same analyzer for confirmation. At 12:36, the patient¿s initial result was 3.69 ug/l. The patient¿s repeat results were 28.57 ug/l at 13:12, 40.58 ug/l at 13:38, and 38.19 ug/l at 15:06. All repeat results were accompanied by a data flag. The cea reagent lot number was 416226 with an expiration date requested but not provided.